Manufacturer narrative:
Block e1: (initial reporter facility name) (B)(6). Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter. Block h11: investigation results the returned resolution 360 clip was analyzed, a visual and microscopic evaluation noted that the device was returned with the clip assembly. In addition, both clip arms were bent. Functional inspection was performed, and the device was able to fully deploy without any problem. No other problems with the device were noted. The reported event of clip unable to release from catheter was not confirmed. Upon analysis, the device was able to perform full deployment and both clip arms were bent. It is possible that the reason why the clip arms got bent was a result of factors related to the procedure and manipulation. The conclusion is acceptable because according to the evidence provided, it is likely that the customer would try to grasp a large amount of tissue, bigger than the clip could close, this action can cause a deformation in the distal section of the clip arm, affecting the capability of closure correctly its jaws and consequently the capability to remain attached to the tissue. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon for a colonic adenoma during a gastroscopy procedure performed on (B)(6) 2025. During the procedure and inside the patient, the clip could not be released from the catheter after deployment was attempted. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a resolution 360 clip was used in the colon for a colonic adenoma during a gastroscopy procedure performed on (B)(6) 2025. During the procedure and inside the patient, the clip could not be released from the catheter after deployment was attempted. The procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event. The patient condition following the procedure was reported to be stable.

Manufacturer narrative:
Block e1: (initial reporter facility name) the reported health care facility is (B)(6) hospital. Block h6: imdrf device code a15 captures the reportable event of clip unable to release from catheter.